Event description:
It was reported, that the infusion set was leaking at the headset. Resulting in elevated blood glucose levels of 200-280 mg/dl. This issue happened with 5 cannulas of the same lot.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.